Event description:
The patient's implanting facility health information department provided the patient's product information.

Event description:
Clinic notes dated (B)(6) 2011 were received for a vns patient which revealed that the patient had previously had a stroke. The patient was reportedly "recovering okay from the stroke." The patient requested on this clinic visit for the vns settings to be increased. In the notes dated (B)(6) 2011, the stroke was mentioned again, and it was also noted that the patient has left hemiparesis. It may be assumed that the patient was hospitalized for the stroke, but it is unknown if any additional interventions were taken. Attempts for additional information regarding these events from the physician have been unsuccessful to date. In addition, attempts to medical records to obtain product information have been unsuccessful to date.

Event description:
Additional information was received from the neurologist on (B)(6) 2012 which revealed that the stroke and left hemiparesis were first observed in (B)(6) 2011. The neurologist doubts there is any relationship between vns and the patient's stroke and let hemiparesis. The relationship of the patient's chest pains to vns is unknown. No causal or contributory programming or medication changes preceded the onset of the events. No additional information was provided. The neurologist wants to replace the patient's vns generator due to end of service as reported in manufacturer report #: 1644487-2012-00784.

Manufacturer narrative:
The initial report inadvertently reported the incorrect event date. Additional information was received from the neurologist.

Manufacturer narrative:
(B)(4). Device manufacturer date:the initial report did not include the specific device information.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: the supplemental report #2 inadvertently did not include the programming/diagnostic history provided by the neurologist.